Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, and broken shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the patch/shell bond edge side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The devices have been explanted.